Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a magellan blood collection device. The customer reports that the needle detached in the patient's arm. The technician then removed the needle with their fingers, no further medical intervention was required.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.